Manufacturer narrative:
Two samples were returned for investigation. One sample lot 25045211 was separated below the pump safety clamp. The other sample, lot 25045425 was separated at the inlet port of the first y-site. Visual inspection under the microscope showed a lack of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. Reported lot was manufactured on apr 23rd, 2025, before actions implemented for a similar condition reported. Following actions were defined: a retraining to follow the instructions established in the manufacturing procedure and standard work instruction with the involved personnel was carried out on september 23rd, 2025, to reinforce the correct use of fixtures and add correctly the solvent in the tubing to assure a correct assembly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that the connector clave on j-loop started leaking after flushing IV and connecting IV medication. Connection to extension tube/ j-loop was checked and tight, the leak came from the blue connection site on the connector clave. J-loop was unclamped to begin infusing IV med, but blood back-flowed and started leaking out of connecter clave at connection site.